Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported reservoir lip was broken and fell and reservoir no longer stayed in place. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.